Event description:
Nurse reported that during an intraocular lens (iol) implant surgery, the injector did not function as expected and the iol was not implanted correctly. The patient developed a hematoma and reported pain. Additional information was received that a competitor's iol was used during the procedure. The surgeon believes that the patient will not have permanent effects from the hematoma. No further information is expected.

Manufacturer narrative:
Evaluation summary: the injector was not received for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).